Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Remove verbiage; unknown original implant date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Unknown original implant date. The complainant indicated that the device broke intraoperative and a fragment is retained in the patient. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: catalog #03.037.022, lot #f-19081, manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 17. Feb. 2016. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2016, during a revision from a synthes blade plate to trochanteric fixation nail advance (tfna), the 6mm/9mm stepped drill bit tip broke off in the patient¿s femoral neck. The drill bit was being used to ream the femoral head prior to helical blade insertion. While drilling, the drill bit tip broke off in the patient. Approximately 0.5 cm of the drill bit tip was left in the patient as they were unable to retrieve it. There was a five (5) minute surgical delay due to trying to retrieve the tip. Due to the unsuccessful attempt to retrieve the tip, the device was retained in the femoral head as the helical blade was easily placed in around the tip. The helical blade is sitting inferior to the tip. The procedure was completed successfully. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one 6mm/9mm cannulated stepped drill bit (part#03.037.022 lot#f-19081) was received at customer quality (cq) for evaluation with complaint category "tip broken intra-operatively" and with complaint description "the 6mm/9mm stepped drill bit tip broke off in the patient¿s femoral neck." This complaint is confirmed as the tip has sheared off of the returned drill bit. The sheared off fragment was not returned for evaluation. Whether this complaint can be replicated is not applicable as the device is already broke. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. However, the complaint condition was most likely caused by application of off angle force against guide wire leading to the tip to fracture. It is not likely that the design of the instrument contributed to this complaint. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Unable to determine a definitive root cause, no product design issues or discrepancies were observed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.